Event description:
Inflation could not be maintained on one (1) size 6 dct, disposable cannula low pressure cuffed tracheostomy tube. This was detected shortly after insertion. Additional information regarding the reported event has been requested but as of the date of this submission, no additional information has been provided. There was one (1) patient involved with no reported patient compromise. The 6dct device was returned to the MFR on 4/14/97 and processed to the quality analytical laboratory for analysis and investigation.